Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
A problem was reported. Hcp reported patient was in the ER with increased pain and nausea. They were planning on replacing the pump as soon as possible. If additional information becomes available, a report will be submitted.